Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 1.1 mmol/l and became nearly unconscious. The patient was reported to have had difficulty speaking and was unsteady when standing and walking. Emergency medical services were reportedly called and stayed with the patient for 2 hours after arrival. According to the reporter, the patient was treated with glucose tablets/glucose gel, glucagon injection, food and drink. Troubleshooting by animas customer support revealed the patient's serious injury while on insulin pump therapy was due to a training/misuse issue; no pump malfunction was identified. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy caused by training/misuse.

Manufacturer narrative:
Follow up #1 submitted: 12/14/2016.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: a review of the black box indicated data beginning on 04/02/2017; due to continuous pump use, the data from the time of the alleged incident was unavailable for review. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).